Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.